Manufacturer narrative:
The reported event that locking screw anchorage ø3.5mm / l20mm was alleged of 'poor fixation' could be confirmed. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. However, it was identified that under certain circumstances, the screw might slip through the plates. This might lead to prolongation of surgery time (less than 15 minutes) and in rare cases a bone damage due to an unused screw hole can occur. Based on r&d, marketing and vp qa/ra decision and the low risk, confirmed by hcp, no containment was implemented. Moreover, products are conforming to manufacturing specifications and no threashold of the risk management file was exceeded. This was identified as an opportunity for improvment of the design and, thus, a new design of the screw has been implemented in order to increase the torque value which is necessary to bring the locking mechanism to failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The following event was reported: the head of the locking screw diameter 3.5 mm and length 2 cm went through the anchorage plate catalog# plp50230. Precautionary measure and actions taken by a change of devices.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was reported: the head of the locking screw diameter 3.5 mm and length 2 cm went through the anchorage plate catalog# plp50230. Precautionary measure and actions taken by a change of devices.